Event description:
During product service by a service technician, a flogard infusion pump was found to have presented an f42 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. Functional testing and visual inspection were performed. The f-42 alarm was identified during functional testing. The cause of the condition was determined to be a damaged central processing unit (cpu) board. To correct the condition, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.